Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed errors 307 and 319. Technical support engineer (tse) guided the customer to power cycle the system, but the issue persisted. It was then reported that the customer could not use three universal surgical manipulators (usm) to continue the procedure and the system was down. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to errors 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported 319 error was confirmed and replicated. System logs did not reveal any faults that would be consistent with the reported failure, however, upon visual inspection, the rolling loop was found damaged, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where the check all boards present test was found to be failing on the axes controller, carriage (acc) and reporting a 319 error, replicating the reported event. Once testing was completed, the rolling loop fiber was verified to be the source of the fault. Failure analysis has concluded that the rolling loop fiber was found to be the root cause of the reported event. .